Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the low alert on the g5 mobile application did not trump like normal after the patient updated the ios. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.